Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the lens was torn. The lens was removed with no patient injury, no incision enlargement or sutures. Another same model lens was implanted.

Manufacturer narrative:
(B) (4)